Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the patient had the pump taken out at the "end of (B)(6)" because they had lost over 90 pounds and the pump "slid down from where it was attached and rubbed from underneath it under the skin where it created an open wound and they could feel the pump". The patient stated that the doctor took the pump out but left the "tubing". The patient was now scheduled to have an MRI of their head and wanted to know if they could have it with the tubing or not. The manufacturer's patient services specialist (pss) reviewed MRI compatibility.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.